Event description:
Arterial air alarms occurred while performing rinseback during a routine hemodialysis treatment. Treatment was ended without completing rinseback due to the amount of time elapsed, resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to the presence of air. The alarms are attributed to air entering the circuit while connecting for rinseback. The user's guide includes adequate instructions for recovery from air alarms. Facility staff has been notified and provided retraining of air removal and alarm recovery. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.